Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft migration, endoleak); patient¿s condition affected effectiveness of device (disease progression; neck dilatation) conclusion: inherent risk of a procedure (stent graft migration, endoleak); device failure related to patient condition (disease progression; neck dilatation).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the patient presented emergently with abdominal pain. The bifurcated stent graft was found to have migrated due to aortic neck dilatation. It was also reported that there was a proximal type I endoleak present. Two endurant aortic cuffs 36349 and 363670 were implanted proximal to the aneurx bifurcated stent graft and this successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.